Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a cause for mitral stenosis could not be determined, however mitral stenosis is listed in the mitraclip instructons for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to 2. The mean pressure gradient post procedure was noted to be 6mmhg. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.